Event description:
This is filed for unintended movement it was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced; however it was noted the cds was not steering in the right direction; therefore the device was removed. A second cds was advanced and deployed laterally, but the clip opened from 10 degrees to 30 degrees after deployment when the line was removed. There was residual mr of grade 3+ from the clip but the clip remained stable on the valve. A third clip was implanted to stabilize and further reduce mr, but had a single leaflet device attachment (slda), detaching from the anterior leaflet. A fourth clip was implanted to stabilize the slda clip. The fourth clip made contact with the third clip multiple times. The mr remained 4+ and the patient was sent to mitral valve replacement surgery on (B)(6)2022. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced in are filed under separate medwatch report number.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was confirmed via returned device analysis. Additionally, the m cable was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the confirmed unintended movement (sleeve steering issues) appears to be due to the observed broken m cable. A cause of the observed broken m cable could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (sleeve steering issues) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H3: device not available for evaluation.